Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Extended surgical time and incomplete expansion are known potential adverse events associated with the use of the enterprise vrd event. The IFU warns: selection of improper delivery system configuration may cause stent instability, inaccurate placement during deployment, or vessel damage. Extension of the surgical time with attendant anesthesia is a known risk to all patients undergoing general anesthesia. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that vessel conformation, target lesion anatomy and procedural issues may have contributed to the reported events.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. The device history record will be reviewed. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during thrombectomy of a middle cerebral artery m1 segment, which had been occluded due to the dissection of the m1, the enterprise stent ((B)(4)) did not completely expand. The patient was a (B)(6) female, whose vessels were mildly torturous but the calcification level was unknown. A prowler select plus (lot unknown) was used for this procedure. Although the thrombus was successfully removed and the m1 was recanalised, due to the dissection the parent vessel got elastic recoil and started to occluded again. In order to prevent the occlusion, the complaint enterprise was inserted. The enterprise was delivered to the target site and the physician withdrew the mc to deploy the vrd; however, despite the mc being fully withdrawn, the proximal marker did not expand at all. The vrd was successfully recaptured back into the mc safely withdrawn from the patient. Another enterprise (same size) was then successfully deployed into the target site. The procedure was successfully completed without further issues, and there were no patient injury / complications. However, due to the event the procedure was delayed for 60 minutes. The vrd was inspected after withdrawn from the patient, and in spite of touching numerous times, the proximal marker still did not expand at all. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The device was not available to be returned. No further information is available.

Manufacturer narrative:
Additional information was received from the reporter stating that the device was not the device manufactured however was not a codman device.